Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015, 5071-53 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high impedance and high thresholds. The ra lead was reprogrammed. It was also reported that four days post op the ra lead impedance remains high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was hig impedance on the ra lead. The lead was capped. No patient complications have been reported as a result of this event.